Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted, after an implant duration of zero days, due to unsatisfactory results. Info learned from pt's operative report.